Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.